Event description:
The patient stated that his blood glucose elevated to 188 mg/dl and he discovered that the screen of his infusion device was blank. He stated that the power pack had been in use for 3 days. The patient stated that he was aware of the power pack recall and he had been changing his power pack every 2 weeks. The patient was able to insert a new power pack into the infusion device and it functioned properly. The patient then bolused to bring his blood glucose back to normal. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.